Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was autoreducing and the patient was not receiving effective stimulation. Diagnostics revealed high impedances on several contacts. Reprogramming was attempted, but was unable to restored bilateral stimulation. In turn, surgical intervention may take place at a later date to address the issue.